Event description:
It was reported that during predilatation of an eccentric, calcified, 80% stenosed lad lesion, a dissection occurred. The delivery system would not cross the lesion. Upon withdrawal, resistance was met, and the delivery system was removed with difficulty. The stent was presumably lost at the tip of the guiding catheter. No attempt was made to retrieve the lost stent. Reportedly there was no pt injury associated with this event.

Manufacturer narrative:
Info from section f was completed by the MFR. Summary evaluation: qa analysis noted that the product was returned without the stent. The shrink tubing junction and c-flex were intact. Quality engineering determined that the product issue is related to the predilatation strategy as well as the pt's calcific anatomy. Both variables likely contributed to the crossing difficulty. This may have caused enough resistance to loosen the stent on the balloon. If the stent delivery system then abuts against the tip of the guiding catheter during removal, the stent may separate off of its balloon. There is no indication that any device defects were present during pre/set-up. As part of co's quality process all stent delivery system devices are inspected on line to ensure that each stent is securely mounted to its balloon. All stents are then inspected for defects before and after mounting. The device manufacturing records were reviewed and non-conformities were found. No corrective action will be implemented this MDR is considered closed by the qa dept.